Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: 4 days post procedure. It was reported that four days post an uneventful right internal carotid artery stenting procedure, the patient experienced a neurological event at home with left arm numbness, left cheek numbness and blurred vision in one eye. Six days post procedure with symptoms continuing, the patient presented to the emergency room, was started on a heparin drip and re-admitted to the hospital. The left arm numbness completely resolved. Nine days post procedure, with continuing facial numbness and slightly blurred vision, the patient was discharged to home. Through requested, no additional information reported.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. A review of the finished device history record did not reveal any non-conformities which could have contributed to this complaint. No device malfunctions were reported. Neurological events are known adverse events associated with this procedure.